Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb7881, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section surgery on an unknown date and suture was used. The suture broke when knotting during cesarean section. There were no adverse patient consequences reported. No additional information could be provided.